Event description:
Device returned to MFR for analysis and report of pt very seriously ill due to overdose within hours post refill of pump. Second time refilled with saline and 1 hour later noted 5 cc discrepancy."mechanical failure." Follow up with manufacturer's rep revealed pt presented at ER and was hospitalized in the ICU in a narcotic overdose state. Pt's pump had been filled with a high concentration morphine sulfate cocktail mixture of medications. With appropriate treatment pt recovered from the overdose and the pump was replaced. At explant, it was noted that pump was implanted very deep in the abdominal tissue - pt has large abdomen. Leak in pump, mechanical failure or possible refill technique error are suspected as causes of the event.